Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the reported error on the error log and noted dried wash on top of the probe. The fse was not able to reproduce the issue due to it being intermittent. Additionally, the fse stated the customer reported low controls for bmg and was able to replicate the issue. The fse resolve the error 2233 issue by replacing probe 3. And resolved the low bmg controls by adjusting the main arm tip and attached the z-axis to ensure the tip seal is air tight. Instrument validation was completed through quality control (qc). Qc results passed within the published ranges. The aia-2000 analyzer returned to operation. No further action required by field service. The wash probe was returned to tosoh bioscience for evaluation. A visual inspection revealed no shipping damage. Functional testing was performed on the wash probe by priming the wash solution more than 10 times to replicate error 2233. However, the error could not be replicated during the wash priming. A precision test, using mac level 3 controls, was performed. All results were within the acceptable range. The reported error could not be replicated. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 12jun2018 to aware date (B)(6) 2019. One other similar complaint was identified during the search period. The aia-2000 operator's manual states the following: [2233] b/f probe 3 overflow sensor failure cause: the overflow sensor is detecting liquid continuously. Solution: clean b/f probe 3. (See chapter 9, "maintenance") if retry fails, contact tosoh service center or local representatives. The probable cause of the reported issue could not be determined. Evaluation of the returned wash probe could not replicate the reported event.

Event description:
A customer reported receiving error message 2233 b/f probe 3 overflow sensor failure while operating on the aia-2000 analyzer. The customer verified the b/f probes and noted b/f probe 3 had the overflow. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of beta-human chorionic gonadotropin (bhcg) and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.